Event description:
This event became reportable based on the analysis completed in 2005. It was reported that during a coronary drug eluting stenting treatment procedure, the catheter kinked. The physician was attempting to place a taxus express2 3.0x12mm drug eluting stent in the lad, when the catheter kinked. The damaged device was eluting stent and the procedure was successfully completed. No pt complications occurred. Pt status is satisfactory.